Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information and reassessing the reported event, it was determined that the tibial component referenced in this report did not contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient was revised due to articular surface dislocation. All available information has been provided.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, a revision was performed approximately 14 months post-implantation due to component dissociation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, articular surface, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.